Manufacturer narrative:
The pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump was unable to verify for motor position encoder error alarm on pump file due to overwritten pump history. The pump was unable to perform occlusion and the excessive no delivery test due to motor error alarm. The pump was unable to perform unexpected restart error test due to constant motor error during bolus delivery. The pump was received with scratched case near top left side display window corner. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump alarmed for motor error. It was reported that the pump alarmed for motor position encoder error. The customer's blood glucose level was reported to be unknown. It was reported that the pump would be replaced and returned for analysis.